Event description:
Pt had a left total knee replacement done on 5/16/83. Pt had no problems until she developed pain with walking in 6/97. X-rays showed a possible fracture of the tibial plate. Left total knee revision done on 7/31/97. Confirmed fracture of tibial plate.